Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Through additional follow-up/review, the reported issue was discovered only during a manufacturer recommended, scheduled, preventative maintenance (pm) service. There is no customer alleged quality complaint nor reported issue that occurred during normal operation of the device, so this complaint file will be closed with no further action required.